Event description:
Same as MDR ID 2134265-2013-00949, 2134265-2013-01177. It was reported that during an intravascular ultrasound (ivus) procedure the mdu was unable to pullback the imaging catheter. The 90% stenosed target lesion was located in the calcified and moderately tortuous proximal left anterior descending (lad) artery. During the ivus procedure, the motordrive of ilab imaging system was unable to pull back an atlantis sr pro2 imaging catheter. The procedure was completed with a non-bsc imaging catheter. No patient complications were reported and the patient condition was good. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).